Manufacturer narrative:
H3: one ac power adapter was received for evaluation in used condition. Physical evaluation showed the device was in used condition. Functional testing was performed, and the reported issue was confirmed. The ac power adapter did not charge due to damage observed on the loose metal contacts. It has been determined that the ac adapter duck head is coming apart, potentially exposing the metal contacts while still plugged into the wall outlet. The ac power adapter is a purchased finished good and will be scrapped. A device history review was not performed as the product is a supplied item.

Event description:
It was reported that the ac adaptor was not charging the device, and that there appeared to have been some arcing or burning occurring and melting of contacts. There was no patient involvement.